Event description:
The international customer reported the device alarmed due to a data acquisition pcb adc (printed circuit board/analog digital converter) reference failure. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device alarmed due to a data acquisition pcb adc reference failure. There was no patient involvement.